Event description:
Allergan sales representative reported on behalf of the explanting physician that a device was explanted due to a band slippage. The explanting physician did not know what caused the slippage, but noted seeing that "the stomach was ischemic." The device was implanted at another facility.

Manufacturer narrative:
Taper unknown. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. No additional information has been reported to allergan regarding the serial number, implant date, or explant date. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."